Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the fridge failure. The field service engineer contacted pharmacy and they reported it is now on bus and working. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge failed stating not detected on bus. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.